Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient is highly reactive to nickel, which is found in the femoral component. The surgeon concludes this being the reason for the joint failing and recommends a revision procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies relevant to the reported event were identified. Per the package insert for the persona knee system, metal sensitivity is one of the known adverse effects of total knee arthroplasty. The package insert also indicates that zimmer is not liable for complications that may arise from use of the device in circumstances outside of zimmer¿s control including, but not limited to, product selection and deviations from the device¿s indicated uses or surgical technique. The patient must be counseled about the capabilities of the implant and the impact it will have on his or her lifestyle. Because prosthetic implants are not as strong, reliable, or durable as natural, healthy tissues/bones, all such devices may need to be replaced at some point. The root cause of the reported issue is attributed to patient condition as patient is allergic to nickel. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: persona cruciate retaining articular surface, cat#: 42512000611 lot#: 62462837, persona stemmed tibia tray, cat#: 42532007901 lot#: 62222406, persona all polyethylene patella, cat#: 42540200041 lot#: 62224786, palacos bone cement, cat#: 00111314001 lot#: 77294367. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-06898, 0002648920-2017-00626, 0001822565-2017-06899, 0002648920-2017-00627. Remains implanted.

Event description:
It was reported that the patient is experiencing pain and swelling in the knee. Fluid has been aspirated twice and the synovial fluid was found to not contain crystals. Attempts have been made and no further information has been provided.